Event description:
The reporter stated that the unit did not alarm when their family member attempted to get up, and they fell. The reporter stated that the unit was emitting short beeps while she was testing the unit and was working normally. A few minutes later, the unit stopped working. The reporter stated that they tried new batteries, and the unit would not emit a tone. Another MFR report # 2020362-2008-00018 is being submitted for the sensor pad. More info has been requested, but none forthcoming, if more info is received a supplemental medwatch will be sent.